Manufacturer narrative:
Literature citation : toshiaki kotani, tsutomu akazawa, tsuyoshi sakuma, tetsuharu nemoto, yasushi iijima, hideyuki kinoshita and shohei minami. "Attempts at hospital-general practitioner linkage pathway to treat osteoporotic vertebral body fracture with balloon kyphoplasty and teriparatide". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that 50 patients with uncontrolled pain underwent balloon kyphoplasty (bkp) between (B)(6) 2012 and (B)(6) 2013. The course of treatment was examined in 34 patients followed for 6 months or more and receiving pth treatment once a week (3 men and 31 women; age, 76.7 ± 6.3 years [66¿91]). According to the report, out of 34 patients of the experimental subject, 4 patients (14.7%) developed re-fractures of the treated level and underwent bkp again.